Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the patient was in a car accident in 1993 where he was rear ended by a driver going 75-80 miles/hour. The patient suffered major spinal nerve damage from the tail bone up to the middle of his back, bulging disc and more. In 1998, after five years, the treatment the patient was getting was not doing anything and the patient was told he would have pain for life and needed to deal with it. The patient was then referred to a specialist who suggested a trial period for the pump. The trial was effective in that it reduced the patient's pain by at least half. By the end of 1998, the patient had his first pump implanted. In the last quarter of 1999, not eight months into the device being inserted, the battery that was supposed to last 4-7 years failed and had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.